Event description:
It was reported that the test fails. There was reportedly no patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor and therapy pca for which parts were ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.